Event description:
It was reported the procedure was being performed in the pre-op area. During insertion, the clinician was not able to thread the wire through the introducer needle. As a result, the tech pulled a separate arrow .025 guidewire and the patient was re-stuck and the catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and subsequently evaluated and the event was determined to be reportable. Device evaluation: one swg and one blue hub introducer needle were returned for evaluation. The sample was received with the swg stuck inside the needle. The swg was extended 6mm out of the needle opening, as received. The swg was unraveled at the distal end. The core wire was broken at approximately 5mm from the distal tip. The weld at the distal end was intact. Dried biological material and blood appeared to be holding the components together, so they were soaked in tap water to loosen and separate them. After soaking and through careful twisting and pressure, the swg was able to be advanced through the tip of the needle without causing any further damage. Approximately 44.8 cm of the core wire was attached to the proximal end ot the swg and the proximal weld was intact. Based upon the total measured length of the broken core wire, no pieces appear to be missing. The od of the swg was measured and met specification. The introducer needle was examined and the hub and cannula appeared typical. The ID of the needle tip was measured and met specification. The needle bevel was examined microscopically and the edges of the needle bevel are severely scraped and damaged, which typically indicates that the swg was pulled back against the needle bevel. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the swg and introducer needle were reviewed with no findings relevant to this complaint. The report of resistance between the swg and introducer needle was confirmed through examination of the returned sample. The swg was unraveled at the distal end and the core wire was broken 5mm from the distal tip. No manufacturing defects were found during this investigation. Based on the sharp bend at the point where the core wire broke, the damage to the needle bevel and information about the event provided by the customer, the potential cause of this issue is procedure/patient related.